Manufacturer narrative:
It was reported that the patient has lateral tightness. A procedure is planned to perform releases and exchange the poly inserts. A review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has lateral tightness. A procedure is planned to perform releases and exchange the poly inserts.